Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [185912 summary.pdf]

Event description:
It was reported that left hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the r3 shell, r3 liner, hemi-head, cup and sleeve were removed. The synergy stem was retained. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. During the implantation the acetabulum was reamed to 58 and a 58mm cup was implanted compared to the recommended under-reaming 1-3 mm. The reported pain along with the intra-operative findings of a loose acetabular component, cloudy fluid, fibrous tissue and necrotic bone are consistent with altr (adverse local tissue reaction). However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components the source of the altr cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. A relationship to not reaming undersize of the implant size cannot be concluded. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain, acetabular component loose, and extensive debridement of the non-vascularized altr.